Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As rec'd, the battery was non-functional in a monitor and charger. Upon eval, the battery did not have an output voltage. The cause of the inability to power a monitor and charge is the lack of output voltage. The cause of the lack of output voltage is excessively discharged cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us dist returned a battery pack indicating that the battery was unable to power on a monitor.